Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 10 beat vtac event. There was no patient harm reported. Cas advised that they move the patient to a different transmitter and test the affected one, then call back with the results. It is assumed that the issue has been resolved since no call back has been made by the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 10 beat vtac event.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported cns mu-971ra sn:(B)(4) did not pick up tachy arrhythmias until it went to 10 beats and would not show the arrhythmia indicator on the patient screen. Service requested: troubleshooting/assistance. Service performed: patient was found to have a pacemaker that was not accounted for by nursing. Once the information was relayed to the telemetry technicians, an adjustment was made to the software and the readings were fine. Investigation result: there was a reported issue of no arrhythmia indicator on the patient screen. The root cause was determined to be user error. The correct pacemaker adjustments had not been made to the transmitter. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 10 beat vtac event.

Manufacturer narrative:
Details of complaint: on 6/14/2018 customer reported that cns does not pick up alarm v-tach unit the event went to 10 beats. Further, when the cns alarmed for the 10-beat event, customer could see it in arrhythmia recall but not on the patient's tile. Customer later responded to nk's follow up, stating patient had a pacemaker that was not accounted for by the nursing staff. Once this information was relayed to the telemetry technicians, adjustments to settings were made and the issue was resolved. Further details were not provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 11/20/2008. Service history shows this is an isolated incident. The root cause of the issue was due to user error.